Event description:
It was reported that multiple malfunction alarms occurred after the pump was reportedly exposed to water. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 176 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.